Event description:
The customer reported that the monitor did not alarm as expected. The "overview" window did not appear during a group alarm. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitor did not alarm as expected. The "overview" window did not appear during a group alarm. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.